Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 ventilator screen freezes during power up. There was no patient involvement.

Manufacturer narrative:
(B)(4). The covidien service engineer inspected the device was. The reported condition was not duplicated. No product deficiency found. The ventilator passed all the required testing.